Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the criteria for right ventricular lead integrity alert were met. Concomitant medical products: 6937a58 lead, implanted (B)(6) 2012; 496535 lead, 496835 lead, implanted (B)(6) 2010. -

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited oversensing of noise, increased sensing integrity counter (sic), and was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.